Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had to have a reboot with a manufacturer's representative (rep). Patient stated since then she was having to recharge every other day, since it will deplete after 2 days, whereas before she would recharge once a week. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified that the patient had trouble with the device quite a bit. Patient clarified "recharge or reboot it at the hcp office". Patient services asked if they meant a jumpstart process and patient stated yes. Since then she has had the recharge frequency issues.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's ins wasn't working because it wouldn't charge. They noted that they had problems with their implant ever since they got it. They tried charging the ins about 5 times with no success and each time they would see the "reposition antenna" screen on their recharger. Their ins battery only lasted about 4 hours and depleted too quickly; they had to charge their ins every other day. The patient tried using the same instructions as the previous time to reboot their battery but after 3-5 hours they became tired and their hand hurt so they stopped trying. They also noted that every once in a while their back gave them problems and today was one of those days. The last time they successfully charged was about 2 weeks ago and the reason for not charging was because the ins battery depleted too quickly for them. The patient received poor communication on their programmer when trying to interrogate the ins with it. No further complications reported.